Manufacturer narrative:
Date of event: the exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) eroded on (B)(6) 2020. A revision surgery was performed to remove and replace all aus components. Boston scientific has been unable to obtain additional information regarding the patient outcome to date.